Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician was having difficulty "negotiating" a taxus express2 3.0x24mm drug eluting stent, so he decided to remove it. Upon removal he found that the stent struts were bent. It was not reported how the procedure was completed. No pt complications occurred.